Event description:
There was an allegation of questionable triglyceride results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 860 mg/dl. A new sample from the same patient produced a result of 2200 mg/dl at another laboratory. Due to the discrepancy, the initial sample was retested on (B)(6) 2026, and the result was 835 mg/dl. The result with a 1:5 dilution was 2383 mg/dl. It was noted that the sample appeared lipemic (white).

Manufacturer narrative:
The analyzer's serial number is (B)(6) the investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The investigation determined the issue was consistent with issues regarding a lipemic sample. The investigation did not identify a product problem.